Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Additionally, it was noted that the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, the v sensing integrity counts were up to 2330 and there were vt-ns episodes with evidence of lead noise oversensing. The rv pacing impedance rose to 817 ohms up from a trend in the 399-456 range, and the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and a rv lead impedance variation in the last 60 days. Concomitant medical products: 5524m lead implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and noise episodes. There was a previous warning was noted for high impedance. Reprogrammed lead to rv tip to rv coil configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: etbf3616c145e, stent graft; etlw1616c124e stent graft, implanted: (B)(6) 2016.

Event description:
It was additionally reported that the lead exhibited high impedance spikes for the rv tip/rv ring and rv ring/rv coil vectors. Significant increases were also observed in rv tip/rv coil impedances. A chest x-ray determined a fracture. The patient's family member reported that an alert triggered for a lead fracture. The lead was turned off. The lead remains in use.